Event description:
The customer reported that during a pt's treatment the prisma machine's monitor would flash high transmembrane and then it would flash back and forth between other screens. The pt had been on treatment for less than 24 hours when this phenomenon occurred. The pt's blood loss was returned and the treatment was resumed on another prisma machine.